Event description:
Procedure: laparoscopic removal of endometriosis. According to the reporter: the patient presented 24 hours post-operatively with acute abdomen and raised inflammatory markers. There was no bowel or bladder damage and no sepsis. Micro results were negative. The patient was relaparoscopied to check for bowel/bladder damage and none was found.

Manufacturer narrative:
(B) (4). (B) (4).